Event description:
On (B)(6) 2025, the user reported difficulty twisting the plastic connector onto the pump, which prevented insulin delivery during tubing fill and led to elevated blood glucose (bg) of 432 mg/dl. The agent guided the user through a full supply change, during which proper priming was confirmed, and insulin drops were observed. The issue was determined to be user error related to tubing priming. The highest blood glucose (bg) recorded was 432 mg/dl. Bg was corrected with a supply change. The user reported experiencing a headache during the event and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.